Event description:
It was reported via device registration that the right ventricular (rv) lead was explanted and replaced due to abnormal lead impedance. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: lead 5076-52 lead, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.